Manufacturer narrative:
Corrected data: in review, it was noticed that in the initial MDR report, the left eye was inadvertently indicated to be the affected eye which is incorrect. The correct eye affected is the right eye of the patient which this supplemental MDR report is to correct that information. Additional information: through a follow up, the patient indicated that sometimes his vision in the right eye is good and other times it is very blurry that he cannot see. The patient confirmed that his right eye had the cataract surgery and has the lens. When the patient covers his left eye with his hand and tries to focus, he cannot and at night time, it is harder for the patient. The patient explained that for example he is driving and his vision is good and then all of the sudden his vision gets blurry. The patient had torn retina in the left eye which had surgery on that eye years ago and that eye with cataract feel better than the right eye with the artificial lens. The patient states he does not feel his eye is dry and was told to use over the counter eye drops. The patient has not yet ordered his readers. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section b3: date of event: exact date is unknown/not provided. Best estimate date is since (B)(6) 2024. Section d6b: if explanted, give date: not applicable as the device remains implanted. Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A male patient who had a multifocal intraocular lens (iol) in his left eye reported that his sight is extremely blurry, worse at night which has not improved since the surgery. The patient mentioned he has some retinal pathology. The patient sometimes sees clear and sometimes does not. Today ((B)(6) 2024), when the patient went out in (B)(6), the air outside was clear, he was able to see everything clearly. Then when he returned home, it was not clear and he would see blurry. The patient saw his doctor two weeks ago ((B)(6) 2024) who advised the patient to use over the counter, refresh tears eye drop which the patient claimed he cannot tell any difference. The patient indicated when he talked to others about dry eye, they state that they would feel it when their eyes are dry, but the patient does not feel his eyes are dry. The patient confirmed he is able to perform his daily activities and he works as he has too, but at night time, he does not drive since he cannot see when it is dark. So, the patient walks to stores at night time and does not drive. The patient is having a post-op appointment on (B)(6) 2024. Since the lens is a multifocal toric, the patient expected to see near, intermediate and far. Follow up information indicated that the patient saw his doctor on (B)(6) 2024 and told his dr. That he does not feel he has dry eye and that he has blurry vision at night. During day it is much better. The patient noted he has no halos/glare in day or night. The patient was told by his doctor that everything looks good and that he needs readers and gave the patient a prescription for reader which the patient has not yet had a chance to get it. No medications were prescribed. No further information was provided.